Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported during the call that their first ins was replaced due to an issue. Pt reported that the healthcare provider (hcp) was going to move the ins to the other side of the pt's body, but during surgery, the pt reported that the ins site got infected. Pt reported that the hcp replaced the previous ins with a brand new ins. Pt noted that they still have the old equipment from when they received the first ins.